Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported the patient experienced bruising of the right groin. A 24mm watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. However, an ultrasound of the right groin revealed bruising. No intervention was completed to treat the bruise. The issues was noted to be resolved. It was further reported that the patient passed away due to critical limb ischemia and chest sepsis, it was noted that the ischemia as attributed to peripheral arterial disease.

Manufacturer narrative:
Event date updated from (B)(6) 2014 to (B)(6) 2014.

Event description:
(B)(6). It was reported the patient experienced bruising of the right groin. A 24mm watchman laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. However, an ultrasound of the right groin revealed bruising. No intervention was completed to treat the bruise. The issues was noted to be resolved. It was further reported that the patient passed away due to critical limb ischemia and chest sepsis, it was noted that the ischemia as attributed to peripheral arterial disease.